Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous distal right coronary artery. A 2.25x12mm promus element plus stent was selected to treat the lesion; however the device was unable to reach to the lesion on the first attempt. When the device was removed from the patient's body, it was found out that the stent was dislodged. The physician noticed that the stent was on the floor after withdrawing the catheter from the patient. The procedure was completed with another of the same device. No further complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the catheter and was returned separately. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The dislodged stent remained unexpanded, without damage at one side. The first two rows on the other side of the stent were pushed inwards. Most likely this is the proximal side of the stent which potentially met resistance during withdrawal causing the stent to dislodge. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the moderately tortuous distal right coronary artery. A 2.25x12mm promus element¿ plus stent was selected to treat the lesion; however, the device was unable to reach to the lesion on the first attempt. When the device was removed from the patient's body, it was found out that the stent was dislodged. The physician noticed that the stent was on the floor after withdrawing the catheter from the patient. The procedure was completed with another of the same device. No further complications were reported and the patient's status was good.